Manufacturer narrative:
This report is submitted january 31, 2017.

Manufacturer narrative:
This report is submitted on november 22, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced migration of the implant, subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.